Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2018-06785. It was reported the patient¿s ipg site became red, swollen, tender, and warm to the touch due to infection. It was noted the redness was radiating towards the lead and the patient had fever. The patient was prescribed 10 day course of oral antibiotics which has resolved the infection.